Event description:
It was reported to philips that the system gave a message, "please wait", preventing imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred during a planned non-emergent treatment procedure was performed. The procedure was completed using a different device. Philips field service engineer (fse) examined the system on-site and confirmed the reported problem. Fse replaced the host pc and reinstalled the software due to a suspected failure, but the issue persisted. A connection error occurred when both geo module buttons were pressed simultaneously. After reviewing the log, it found the reported malfunction. The ippc os hdd was replaced after failing during software installation after the host pc replacement. Fse observed that the issue started after replacing the geo module in the control room, which had not occurred with the old non-waterproof module. Pressing both buttons showed freezing the system and needing a restart. The geometry module was reverted to the old type, in both the control and examination rooms to fix the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.